Event description:
A customer contacted global technical services (gts) regarding a reload set 160 alarm that appeared on the homechoice (hc) unit during priming. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a fluid leak or crack in the cassette. The cassette was replaced and therapy was restarted. No patient injury or medical intervention was reported related to the event. No additional information is available at this time.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, however, it was not provided. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 17 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation and perivalvular leak. No other details were provided.